Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced itching at the sensor insertion site, which prompted her to remove the sensor. The event occurred 15 days after sensor insertion in the arm. Upon removal, a layer of skin peeled off and remained adhered to the sensor patch adhesive. Following this, the patient noted bleeding, bruising, redness, and hives at the needle puncture site, along with a burning sensation in the area. At an unspecified time afterward, the hives expanded beyond the perimeter of the sensor patch adhesive but remained confined to the arm insertion region. The patient cleansed the affected area using ¿3p soap¿ and alcohol. On (B)(6) 2025, the patient consulted her physician, who prescribed oral prednisone (reported as 3-4 unspecified tablets, 1-4 times daily with a gradual taper). The patient stated that the physician suggested the hives were related to a dexcom-related skin reaction, based on unspecified blood test results. She was advised to follow up with a dermatologist; the appointment date had not yet been determined at the time of reporting. The patient reported that she continued taking prednisone but found it ineffective. She also observed a ¿blackish spot¿ at the site, along with ongoing itching. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).